Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's blood glucose (bg) was 43mg/dl, with confusion and cognitive impairment, and treated by drinking juice and eating cookies. Patient feels they are getting too much insulin, so the bgs have been low; feels need to change basal rates. Customer support found no other health conditions that might have contributed to the excursion, and troubleshooting found no issues with the pump. Basal and bolus histories were as expected. No change had been made to the rates. Cs considered this a training/misuse issue, and referred the patient to a health care provider for diabetes management education. The patient remains on the pump. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: unable to duplicate the complaint as the pump information for the complaint date has been overwritten. The black box shows dates from (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.